Manufacturer narrative:
Product analysis #(B)(4).:analysis information -- (B)(6) 2020 cst pli# 20 product ID# 37612 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 3550-29 product type accessory product ID 37791 product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported initially that the patient was having problems with the recharger. The manufacturer representative (rep) clarified that they are getting zero coupling when connected since yesterday. The patient's implantable neurostimulator (ins) battery is down to the last 25%. Patient services called the patient and tried the antenna locate feature and the patient reported 72-74, but when the patient tried to initiate recharge, they were getting zero coupling boxes. A replacement recharger antenna was sent. Additional information received from the manufacturer¿s representative (rep) reported the consumer received the replacement antenna, but the poor coupling wasn¿t resolved. It was reviewed with the rep the next steps/considerations and recommendations were made to work with the rep/healthcare provider (hcp) to conduct additional troubleshooting in person. The rep was going to call the consumer back to review this information. Additional information was received from the manufacturer representative (rep) stating that they think the device is too deep. They were only able to get 2 coupling boxes despite repeated attempts. The device is barely able to be felt upon palpating and feels deeper than it should be for a rechargeable ins. For actions taken to resolve the issue, they used adhesive discs to stick the antenna on to the top of the patient's chest, obtained 2 coupling boxes, told the patient to let it charge the rest of the day until she got to 100% and then to top it off for 20-30 minutes a day every day thereafter. Patient stated she did not want to charge all day today and was not happy about the situation. Patient later called the hospital back and stated she was not able to charge after she left. They were sending the patient back to neurosurgery to discuss the situation and course of action. Patient has an appointment with the neurology clinic tomorrow for an in person evaluation. Additional information received from the manufacturer¿s representative (rep) reported the patient as having the rechargeable implantable neurostimulator (ins) explanted and replaced with a non-rechargeable device. The rep was going to send the rechargeable device back for inspection. No further complications were anticipated.